Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after charging the pump battery, the language setting had changed. Customer corrected the setting and pump therapy was resumed. Customer's blood glucose was within range (value not provided).